Event description:
It was reported to medtronic neurosurgery that the tubing disconnected from the device while the patient was on the table. According to the report, the patient was not injured as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was patent. It did not meet the requirements for leak testing due to the tubing being disconnected from both the patient line and zero reference stopcock. There was adhesive noted at the connections. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).